Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient extreme tiredness and sluggishness. The cgm was reading around 100 mg/dl and the blood glucose reading around 600 mg/dl. The patient went to the emergency department (ed). There he was treated with humalog and discharged after 3-4 hours. He was okay during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.